Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime compromised force enhance sensor test, excessive no delivery test and displacement test or communicate to sensor simulator or blood glucose meter to verify calibrate error alarm due to motor error alarms.

Event description:
The customer reported via phone call that her blood glucose was changing rapidly due to the bolus delivery that may have caused the calibration error. Blood glucose was 380 mg/dl,357 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.